Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was in dwell 1 and wanted to do a manual drain. The hp explained he used a manual bag this day, fill volume 2500ml, and the initial drain took out 14ml when the hc moved to fill 1. Fill volume 2300ml. The technical service representative (tsr) assisted the hp to do a manual drain, drain volume 5214ml. The hp does not want to swap. The hp would take the procard to the registered nurse (rn) to have her reset the procard initial drain program as it was set at 0ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed based on reported drain volumes. The cause was determined to be the initial drain alarm was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.